Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load failure. This implant loss suggests that the source of the problem was likely to stem from the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, overall health or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Infection, pain and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.